Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject product was returned to omsc for investigation. The investigation confirmed that the coating on the cutting wire was torn and the cutting wire was broken. The broken section was melted and burned. Approximately coating was missing for 6.5 mm and cutting wire was missing 7.5mm from the broken point. There were no other abnormalities related to the breakage in the subject device. Also as the checking of the manufacturing record of the same lot, nothing abnormal was detected. This type of damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material."

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented. Please cross-reference the following report 8010047-2015-01247.

Event description:
The subject device was used for a papillotomy. When the doctor was moving the elevator on the scope, the scrub nurse thought the cutting wire might have been caught on the elevator. When the doctor attempted to cut the sphincter muscles of teat, the cutting wire broke and fell off in the patient's body. The fragment of the cutting wire was removed from the patient's body. This procedure was completed with a spare device.